Event description:
The customer contact reported, an unrequested bolus dose. At an unspecified time, the device was programmed in the post anesthesia care unit to deliver morphine 1mg/ml in the pca only mode. No further programming parameters were provided. After an unspecified length of time, the customer contact reported, the device "beeped and gave a bolus of medication. The pt pendant was plugged into the pump, but no one, including the pt, was pressing the pt pendant." The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.